Manufacturer narrative:
(B) (4). Evaluation: results: (occlusion of sfa artery or distal vasculature).

Event description:
The patient had 1 complete se stent implanted to the distal superficial femoral artery (sfa). It was reported that the stent was successfully deployed. Ten months post index procedure, the patient was referred for an abdominal aortogram and bilateral lower extremity runoffs for continued claudication symptoms and abnormal abi's. The left lower extremity angiography showed the left sfa to be severely diseased and subtotally occluded with 99% stenosis at the level of the stent. Left fem-pop (above knee) bypass with reverse saphenous vein performed. The treatment was successful. The investigator has indicated that the reported event is probably related to the study stent. Complete se is currently indicated for use in biliary/iliac arteries, and is under ide investigation for sfa indication.